Event description:
The hcp reported, the patient was undergoing surgery for a pump replacement and during the revision,the catheter was found to be fractured. The drug used in the pump is baclofen at a dose of 1600 mcg/day. No patient symptoms were reported prior to the procedure. The catheter was revised. See MFR report #2182207200701183.